Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex duodenal stent was implanted to treat a stricture in the descending portion to horizontal part of duodenum due to pancreatic cancer in the duodenum during stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tortuous. The wallflex duodenal stent was implanted without issue. On (B)(6) 2017, the patient complained of abdominal pain. The patient underwent a computerized tomography (CT) scan and free air and a perforation was noted reportedly due to the placed duodenal stent. The patient was given a medication to address the perforation and is being kept under observation.